Event description:
On 08/02/2009, the pt reported he does not think his insulin infusion device is working properly as for the last week he has had elevated blood glucose readings in the 250-260 mg/dl range and now the piston rod does not retract during a rewind. His normal range is 130-150 mg/dl. He treats his readings by bolusing insulin. He said he changes his infusion headset, tubing and cartridge every 3-4 days. He stated that yesterday he had a slightly red bump at his site so he changed his headset which was 2 days old. He said he had just installed a new battery but it did not resolve the issue. The was instructed to remove the battery and re-insert it but the piston rod continued to spin. Product was replaced and requested to be returned for evaluation.